Manufacturer narrative:
Product event summary: the 12fcc20 flexcath contour sheath with lot 0012564699 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection test was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.06996 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.01103 psig (should be inside the range of -0.3 psig and 0.3 psig). All the performance tests were in the acceptable range. The syringe pressure test was conducted at a flow rate¿2ml/min, and the pressure system recorded was 0.2 psig (should be below 6psig). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion the reported "side port kink" issue was observed during testing. The reported "air ingress" issue was not observed with the returned sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the 12fcc20 flexcath contour, the flush tube became kinked due to necessary movements with the sheath and the sheath drew in air. The case was completed after the product was replaced. No patient complications have been reported as a result of this event.